Manufacturer narrative:
The dimensional and performance requirements of the needle cannula are documented. Flex test performed according to iso standards. Each needle is examined visually and felt to verify surface is clean with a smooth, bright surface and is free of debris. Product is inspected 100% to ensure collar is securely soldered and that the solder is sufficient but not excessive or sharp. The returned device confirmed the complaint. The damage and marks from the use of the pliers is evident suggesting a significant force was required to remove the device. There is evidence of solder on the end of the trocar suggesting there was no non-conformance during mfg. Rather the device was pushed into dense bone such that the force subsequently required to remove the device exceeded its design. Root cause is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk to take any other actions at this time.

Event description:
The trocar was left in pt's body after pulling out the trocar, which only the trocar base was pulled out. Operator used pliers, gripped the part of trocar which remain outside of the pt, and pulled the whole trocar out slowly. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.